Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation identified coupling worm was bad. The worm and coupling assembly (OEM part/new) was replaced. The circuit boards were inspected. The device was calibrated. The alarm, battery, display, force, keypad, lock switch, patient side occlusion, plunger position, rate accuracy, self test/power, syringe size sensor, and final visual inspection were all tested/performed and passed. The root cause was determined to be the bad coupling worm. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device had a motor rate error. There was no report of patient involvement. No additional information is available.